Event description:
It was reported that the medical agent leaked from the snaplock adaptor during use on a patient. Therefore, the user removed the catheter with snaplock adaptor and replaced with a new kit. On checking, the replaced snaplock adaptor was found cracked.

Manufacturer narrative:
Qn# (B)(4). A device history record review was performed on the snaplock assembly with no relevant findings. The customer reported the snaplock was leaking. The customer returned one snaplock assembly nrfit (reference attached files (B)(4). The returned snaplock assembly was visually examined with and without magnification. The snaplock assembly appears typical with no defects or anomalies observed. However, microscopic examination of the returned snaplock assembly revealed damage on the nrfit side that appears to be tooling marks. No other defects or anomalies were observed. A functional flow test was performed on the returned snaplock assembly per (B)(4) rev. 8; section 7.8. A lab epidural catheter was inserted from the proximal end into the returned snaplock assembly until it bottomed out and the snaplock assembly was closed. The components were confirmed to be secured by tugging gently. The snaplock assembly was connected to the lab leak tester (ref- (B)(4) and the pressure was increased to 10 psi to establish flow. The distal end of the catheter was then capped off and the pressure was increased to 25 psi for 30 seconds. A leak was detected coming from the snaplock assembly at the nrfit connection to the lab leak tester most likely from the damage to the nrfit side of the snaplock assembly, which was revealed during the visual inspection. No other leaks were detected. A corrective action is not required at this time as the root cause for this complaint investigation could not be determined based upon the information provided and the condition of the sample received. The reported complaint of the snaplock assembly leaking was confirmed based on the sample received. The customer returned one snaplock assembly. During visual examination, damage could be seen on the nrfit side that appeared to be tooling marks. Functional testing revealed a leak coming from the nrfit connection of the returned snaplock, which is most likely from the damage found during the visual inspection. A device history record review was performed on the snaplock assembly with no relevant findings. It is unknown how the snaplock was handled prior to and during use. The investigation found no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the snaplock leaking could not be determined.

Manufacturer narrative:
Qn#: (B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the medical agent leaked from the snaplock adaptor during use on a patient. Therefore, the user removed the catheter with snaplock adaptor and replaced with a new kit. On checking, the replaced snaplock adaptor was found cracked.